Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during an internal fixation surgery, there was noise and the tip of the 7.0 compression screw drill broke inside patient while in use. The tip was retrieved. It is unknown if there was a significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual inspection of the returned device confirms the tip is broken off. The broken piece was returned with the device. The device shows signs of significant wear/usage. The contribution of the device to the reported event could not be corroborated. A medical investigation was conducted and confirms the information provided, is insufficient to perform a thorough medical investigation or to determine the root cause of the reported failure. Per the complaint details, the broken tip was retrieved from inside of the patient. Reportedly, the procedure was completed using a smith and nephew back-up device. It is unknown of there was a significant delay. Since it was reported the patient was unharmed, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.